Event description:
Four iceforce cx 90 degree needles were used in a renal cryoablation procedure. During the procedure there was an insulation failure with lot no. B7905-027, showing frost formation on the needle. The issue was immediately noticed by the physician and he insulated the skin surface with wet 4x4's. The case completed as expected with no injury to the patient. Ice formation on all of the needles appeared sufficient. The needle will be returned to galil for investigation.

Manufacturer narrative:
The needle was returned for investigation. The needle manufacturing records were reviewed with no concerns or deviations observed. The reported frost formation on the needle was confirmed as the needle failed investigative testing. It was determined that the internal insulation had been breached due to soldering technique. The root cause of the event was determined to be due to assembly.

Event description:
Four iceforce cx 90 degree needles were used in a renal cryoablation procedure. During the procedure there was an insulation failure with lot no. (B)(4), showing frost formation on the needle. The issue was immediately noticed by the physician and he insulated the skin surface with wet 4x4's. The case completed as expected with no injury to the patient. Ice formation on all of the needles appeared sufficient. The needle will be returned to galil for investigation.

Manufacturer narrative:
There was no patient injury or death in this event.

Event description:
Four iceforce cx 90 degree needles were used in a renal cryoablation procedure. During the procedure there was an insulation failure with lot no. B7905-027, showing frost formation on the needle. The issue was immediately noticed by the physician and he insulated the skin surface with wet 4x4's. The case completed as expected with no injury to the patient. Ice formation on all of the needles appeared sufficient. The needle will be returned to galil for investigation.